Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons on their device was sticking. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch on all buttons. No unlocked lcd keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.